Event description:
Related to MFR report number: 2183959-2013-00575. It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
(B)(4). Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.